Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet while g7 app continued to show glucose readings; the user was guided to toggle and re-pair the sensor and to enter a blood glucose value on the ilet, after which they planned to wait for data to resume. No alerts or alarms were present, and no adverse clinical symptoms were reported. Outcomes included no impact to therapy beyond temporary loss of sensor data on the ilet, no need for medical intervention, and no hospitalization. User support included remote troubleshooting and education regarding sensor pairing and ilet data acquisition. Investigation of this case revealed that the ilet experienced signal loss from the cgm sensor while the dexcom app maintained connectivity, consistent with a communication issue limited to the ilet interface, with no evidence of device malfunction or sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss between the dexcom g7 and the ilet, resolved through re-pairing and user workflow reinforcement.